Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump was inconsistently delivering medication. It was reported that the pump was also making a funny sound and had filed annual inspection. Per reporter, no additional details were provided. No adverse patient effects were reported.